Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2025. It was reported that they had loss of stimulation and the cause was unknown. Troubleshooting was performed as they assisted the patient with increasing the stimulation as advised by their clinician, however patient could not feel any stimulation then they received a message "maximum settings reached". They also switched the therapy to the opposites side and still the same, patient could not feel anything and the same error appears. It was unknown if the issue was resolved. During call today, while assisting the patient with therapy adjustments, they encountered an error message "maximum settings reached". In response, they attempted to switched the therapy to the right side, however patient didn't feel the stimulation even after increasing the stimulation. The same error "maximum settings reached" appeared again. The patient also disclosed that they went to the emergency department yesterday after discovering that the leads were hanging and the bandage had fallen off. They advised the patient to contact their clinician's office for further evaluation and assistance. Additionally, they had notified their manufacturing representative (rep) regarding their situation for prompt follow-up.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2025 product type screening device product ID 306001 lot# unknown implanted: (B)(6) 2025 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They reported that the evaluation appeared to be helping for the [first] 12 hours on the first day but the hair like leads going to the nerve site from the external device were so intertwined and adhered with the bandages and when they pulled down the diapers the leads and bandages were ripped out because of the cotton. The patient rep stated the gauze and the tape was so horrible. The patient rep said they offered to wrap it but no one listened.